Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. The customer chose not to troubleshoot the problem at the time and decided to load a new cartridge.